Event description:
Procedure type: robotic pelvic floor repair. According to the reporter: when the surgeon removed the trocar they noticed a hairline fracture and a piece at the end was missing. They located it in the abdomen, however it was too small to recover. No adverse outcomes happened to the pt. The account is retaining product.

Manufacturer narrative:
(B)(4).